Event description:
The customer reported to olympus, the colonovideoscope had no air/water flow and the insertion part was corrugated. The issue was found during preparation for use. The procedure was completed with no delay using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found there was residue and foreign material from auxiliary jet channel. The flexibility adjustment did not function due to the deformed flexibility adjustment ring. The water supply failed due to the broken auxiliary jet tube unit. The screen was partially dark due to the scratch on charged coupled device lens. The light guide bundle was abnormal. The gap on the up/down knob was out of standard due to the worn angle-wire. The universal cord was corrugated. The suction cover was deformed. The connecting tube was corrugated. The coating on the connecting tube was peeled off. The charged coupled device lens had scratches and was chipped. Angulation in the up direction was out of standard due to the worn angle-wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to breakage of auxiliary water channel, which likely failed due to the broken tube unit. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.